Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the proximal y-port on the gravity set leaks when administering an IV push. The location of the leak was at the y-port-to-tubing engagement. The customer reported that this has occurred previously but the number of occurrences and specific event details were not provided as it was presumed by the nurses that the leak was caused by the syringe not being attached correctly. There was no report of patient harm.

Manufacturer narrative:
No product will be returned. The customer provided a picture showing a circle around the non-dehp tubing to the inlet port of the nac-y, which appears to be where the leak was observed. The root cause of this failure was not identified.